Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notifications and maintenance where no records potentially related to failure were found. Photos were made available by the client for evaluation, where it was possible to observe mixed needles. According to the failure modes of the process the possible causes are: - cash mix in the supply. - operational error in the labeling of the batch material involved in the incident. Production line operators will be notified of the occurrence. H3 other text : see h.10

Event description:
It was reported that 1,000 needle 18ga 1in blunt fill sla experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: it was reported that on (B)(6)2020 it was presented through the invoice 549807, 01 incorrect box. The material reference both in the invoice and in the oc 82773 is 305243. It was delivered in the secondary package with the correct information: ref. 305243, and the primary package and product was delivered with another reference (300091). Number of occurrence: 10 boxes with 100 units box: product 305243, batch 0072090.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1,000 needle 18ga 1in blunt fill sla experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: it was reported that on (B)(6) 2020 it was presented through the invoice 549807, 01 incorrect box. The material reference both in the invoice and in the oc 82773 is 305243. It was delivered in the secondary package with the correct information: ref. 305243, and the primary package and product was delivered with another reference (300091). Number of occurrence: (B)(4). Box: product 305243, batch 0072090.